Event description:
It was later reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the pacing impedance measured on a competitor right ventricular lead was varying and when performance data was reviewed, the fluctuations seemed consistent with an intermittent device-lead connection. It was also noted the patient accidentally tripped over an extension cord and broke the fall with the hands, striking the head on the floor. A pacing impedance spike was noted on that date, which may indicate an additional lead issue than just the device-lead connection issue. An xray was suggested to confirm the device-lead connection and isometric testing was suggested to determine if there was an additional competitor lead fracture. It was later reported that the device was reaching elective replacement indicator (eri) sooner than expected; the battery voltage was dropping more rapidly than it should. The device and competitor lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : performance data was collected from the device and analyzed. Analysis revealed the battery indicator signified that the time is approaching for device replacement. The impedance trend on the rv (right ventricular) pacing lead was also variable. The device was returned and also analyzed. The device met 78% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in a field action and returned product testing found the device did not perform as described in the field action.